Event description:
The reporter had a hysterectomy on (B)(6). About two weeks later she started to have bleeding and was "coming apart" inside. The md did a cauterization. Heavy bleeding started again 2 days later requiring stitches. In june the reporter could tell something else was going on and was dx with vaginal prolapse. After a discussion with the doctor, it was decided that surgery would be the best option. On (B)(6) she saw a nurse practitioner who said "she was tearing (coming apart) again." She was supposed to have a 2nd davinci surgery for pelvic mesh and a bladder sling, however, on (B)(6) only the bladder sling was performed. She was told her inside are like tissue paper; ripped apart and severely friable. She had a chronic tissue infection at this time, also. The doctor told her husband, "she has boils inside and a biopsy was done"; which he now denies saying. On (B)(6), she was outside and felt a pop when she coughed. She knew something was very wrong so she went to the emergency room. She was told that her intestines were coming out and that she has a vaginal dehiscence. Ten percent of her vaginal tissue was removed in order to get to the good tissue. Diagnosis or reason for use: uterine prolapse.